Event description:
The hcp reported the pt's pump was removed by the neurosurgeon secondary to infection. The drug used in the pump was baclofen 500 mcg/ml at a dose of 99.97 mcg/day. The pt recovered without sequela and plans to have a new system implanted in 2007. Add'l info has been requested from the hcp,but was not available on the date of this report.